Manufacturer narrative:
Five cassette samples were returned. No defects were seen on visual analysis neither was any inaccuracy reported when performing accuracy testing. No fault was found with returned samples. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: see age or date of birth.

Event description:
Information was received indicating that an under delivery of medical fluid occurred during the use of a smiths medical cadd cassette reservoir. The customer noticed that the discrepancy between the value indicated on the pump and the amount actually remaining in the cassette was greater than 6%. There was no patient injury.